Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece. During the product analysis, the exposed tip was degraded. The laser fibers are consumable devices and expected to degrade with use. It was noted that there was no light exiting the connector face, indicating a connector fracture. Additionally, burn marks was also observed. The reported event was confirmed. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. The fracture within the sma connector can occur during procedural handling of the fiber during setup, use or reprocessing, in this case the customer stated that the fiber was 8 times. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat leading to burn mark on the connector face. Finally, the IFU states, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. In the event of no output energy fiber connector may be hot to touch. Ensure that the distal end is intact and that the sma connector is clean. Do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector and avoid touching the exposed connector end. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during the eighth use of the fiber, there was no energy fired from the fiber. The procedure was completed with another fiber and no patient complications. Analysis of the returned device identified a fiber connector break.